Event description:
Ivus (intravascular ultrasound) showed 73% stenosis of the proximal end of the right pda graft anastomosed with a connector. The area appeared "normal" and narrowed distally from the aorta. Ptca and stent were performed.